Event description:
The patient was at a swap meet and a vendor had a device to relieve sciatic pain. The vendor placed the device over her backside, close to her neurostimulator, and turned on some sort of electrical current. The patient felt a huge "shock" and then nothing. The patient met with the company rep who could not get the programmer to communicate with her device. Her device was replaced and all impedance measurements were within normal range. The patient recovered without sequelae and was getting therapeutic effect.

Manufacturer narrative:
(B) (4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.